Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set split (separated) in two pieces. This was observed during an apheresis procedure. The patient was accessed with a 16g non-baxter high-flow needle. At the end of the procedure, the nurse placed a non-baxter connector and flushed the line without issues. When the nurse returned to the room approximately 10 minutes later, the extension set split in two pieces, leaving the port open to air. The nurse immediately inserted the one end back into the other and aspirated any air that may have been in the line. The port needle was then removed per protocol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device and a photograph was received for evaluation; however, the male luer was not returned. A visual inspection of the photo noted a separation between the tubing and male luer. A visual inspection of the actual device identified the tubing separated from the male luer (not returned). Further inspection revealed that solvent was applied uniformly. Dimensional testing was performed on the tubing with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.